Event description:
It was reported during remote follow up that the atrial lead exhibited high pacing impedance, failure to capture and oversensing of noise. Oversensing resulted in inappropriate mode switch. Fracture was suspected. The lead will continue to be monitored. There were no patient consequences.